Manufacturer narrative:
The device was returned for evaluation. The returned device was visually examined for any abnormalities and the following was observed: upon opening the jar: leaflet cp2 was in opened position. Leaflets cp1 and cp3 were in closed position. When tested with probe and flex opened leaflets to closed position: leaflet cp2 flexed back to the opened position. Flex closed leaflets to opened position: leaflets cp1 and cp3 flexed back to closed position. The returned valve was visually observed in solution, and the reported appearance/behavior of the leaflets were observed. Leaflets cp1, cp2 opened and closed all time with oscillation. Leaflet cp3 remained closed during oscillation. Per manufacturing inspection, crease was observed across leaflets at cp1 and cp3. Function testing of the returned valve was performed. The returned valve was video recorded as it cycled in the pulse duplicator to obtain footage showing valve leaflet motion. Video footage demonstrates that the valve opened and closed properly under the nominal simulated patient test condition. Following are the observations and captured from the video footage: during diastolic, the outflow side of the valve completely closed with proper coaptation of the three leaflets under back pressure. During systole, the outflow side of the valve with a large orifice at peak opening. Videos were provided by the site and revealed the following: valve was unused and attached to the valve holder with serial tag within solution. One leaflet in opened position. Valve oscillated in solution. Two leaflets in closed position and one leaflet in opened position. The reported events were confirmed through returned product evaluation and provided imagery. A review of the DHR, lot history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Per returned device evaluation, the creases was observed on the leaflets cp1 and cp3, which was likely due to workmanship from the manufacturing. As such, available information suggests that manufacturing issue (workmanship) may have contributed to the complaint event. An investigation has been initiated to capture further investigation and corrective/preventative action activities associated with creases appearance on the leaflets. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported through edwards lifesciences affiliate in the united kingdom, during the preparation of a 23mm sapien 3 ultra valve, during the rinsing step, it was observed that the leaflets appeared faulty since one leaflet was reported escribed as lazy. Another 23mm s3u kit valve was used successfully in replacement. Per additional valve inspection with irvine implant manufacturing, leaflet creases were observed, there is an acute fold in tissue which remained after leaflet was flexed. Per additional valve inspection with irvine implant manufacturing, the leaflet creases were observed at c2cp1, there is an acute fold in tissue which remained after leaflet was flexed.